Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes)"), device dislocation ("one of the essure micro-inserts had become dislodged"), device expulsion ("migration of essure device location of device: coils sitting on posterior aspect of uterus"), pregnancy with contraceptive device ("she was ten weeks pregnant") and genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included gravida ii, parity 2 (live births : ((B)(6) 2000, (B)(6)2004), pre-eclampsia in 2004 and psychological disorder nos. Concomitant products included cilest (trinessa), citalopram hydrobromide (celexa) from (B)(6) 2010 to (B)(6) 2016, montelukast and salbutamol sulfate (proair hfa). In (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. In (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain"), rash ("rashes"), alopecia ("hair loss"), fatigue ("chroinic faigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), headache ("migraines / headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced nervous system disorder ("neurological conditions and problems "). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abdominal pain lower ("severe abdominal cramping / lower abdominal pain"), back pain ("lower back pain"), arthralgia ("hip pain"), uterine pain ("uterine pain"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation/abnormal menstruation"), depression ("worsening of her depression"), anxiety ("anxiety"), skin mass ("skin bump") and hypoaesthesia ("hands and arms numb"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (bilateral salpingectomy), surgery (bilateral salpingectomy, during which both of her fallopian tubes were removed), surgery (bilateral salpingectomy) and surgery (cesarean section). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device expulsion, genital haemorrhage, vaginal haemorrhage, migraine, headache, hypoaesthesia, dyspareunia and nervous system disorder outcome was unknown and the device dislocation, pregnancy with contraceptive device, dysmenorrhoea, abdominal pain lower, back pain, arthralgia, uterine pain, menorrhagia, depression, anxiety, rash, skin mass, alopecia and fatigue had not resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2015. The reporter considered abdominal pain lower, alopecia, anxiety, arthralgia, back pain, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypoaesthesia, menorrhagia, migraine, nervous system disorder, pregnancy with contraceptive device, rash, skin mass, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: despite her removal surgery, plaintiff continues to experience the symptoms outlined above. As such, she continues treatment with physician and will likely require a hysterectomy. Most of mu symptoms have resolved after the removal and the pain is much less severe diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: full occlusion of fallopian tube pregnancy test - on (B)(6) 2014: positive. Ultrasound pelvis - on (B)(6) 2014: was ten weeks pregnant . Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events abnormal & vaginal bleeding, migraines, headaches, partial expulsion of uterus, hands and arms numb, dyspareunia, fallopian tubes perforation, neurological disorder, abdomen pain, are added. Lab data updated. Concomitant conditions & drugs, historical conditions and drugs are added. Product, patient & reporter information updated. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes)"), device dislocation ("one of the essure micro-inserts had become dislodged"), device expulsion ("migration of essure device location of device: coils sitting on posterior aspect of uterus"), pregnancy with contraceptive device ("she was ten weeks pregnant") and genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 2 (live births : (21nov2000, 05mar2004), pre-eclampsia in 2004, psychological disorder nos, c-section ((c-section x 2)) and alcohol use (pregnancy has been complicated by). Previously administered products included for an unreported indication: jolessa from 2008 to march 2012. Concurrent conditions included smoker (pregnancy has been complicated by she used to smoke a pack and a half a day and is now down to three cigarettes a day. The patient was counseled about decreasing and/or stopping smoking altogether.) Since (B)(6) 2015 and group b beta haemolytic streptococcus positive (pregnancy has been complicated by). Concomitant products included antibiotics for prophylaxis and group b beta haemolytic streptococcus positive as well as cilest (ortho tri-cyclen) since 2004, cilest (trinessa), citalopram hydrobromide (celexa) from (B)(6) 2016, montelukast and salbutamol sulfate (proair hfa). In (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. In august 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain"), rash ("rashes / skin rashes"), alopecia ("hair loss"), fatigue ("chroinic faigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), headache ("migraines / headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In september 2014, the patient experienced nervous system disorder ("neurological conditions and problems "). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abdominal pain lower ("severe abdominal cramping / lower abdominal pain"), back pain ("lower back pain"), arthralgia ("hip pain"), uterine pain ("uterine pain"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation/abnormal menstruation"), depression ("worsening of her depression"), anxiety ("anxiety"), skin mass ("skin bump") and hypoaesthesia ("hands and arms numb"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (bilateral salpingectomy), surgery (bilateral salpingectomy, during which both of her fallopian tubes were removed), surgery (bilateral salpingectomy) and surgery (cesarean section). Essure was removed on 19-may-2015. At the time of the report, the fallopian tube perforation, device expulsion, genital haemorrhage, vaginal haemorrhage, headache, hypoaesthesia, dyspareunia and nervous system disorder outcome was unknown, the device dislocation, pregnancy with contraceptive device, dysmenorrhoea, abdominal pain lower, back pain, arthralgia, uterine pain, menorrhagia, depression, anxiety, skin mass and alopecia had not resolved and the rash, fatigue and migraine had resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2015. The reporter considered abdominal pain lower, alopecia, anxiety, arthralgia, back pain, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypoaesthesia, menorrhagia, migraine, nervous system disorder, pregnancy with contraceptive device, rash, skin mass, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: despite her removal surgery, plaintiff continues to experience the symptoms outlined above. As such, she continues treatment with physician and will likely require a hysterectomy. Most of mu symptoms have resolved after the removal and the pain is much less severe diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: full occlusion of fallopian tube pregnancy test - on (B)(6) 2014: positive ultrasound pelvis - on (B)(6) 2014: was ten weeks pregnant on (B)(6) 2014, a single intrauterine gestation sac is identified with the fetal pole and crown-rump length measurement, gestational sac measurement correspond to a 10 week 2 day gestation. On (B)(6) 2015, hysterosalpingogram that showed bilateral tubal blockage with an edc of (B)(6) 2015, now at 39 weeks who is scheduled for a repeat cesarean section and bilateral salpingectomy because of the essure coils in place on (B)(6) 2015 pregnancy has been complicated by, she has a history of abnormal quad screen. She has been followed by uams maternal fetal medicine and has had a normal level ii ultrasound. Because of the abnormal quad screen, she has been undergoing antenatal testing on a weekly basis since week 32 of her pregnancy to check for the presence of possible placental insufficiency. Her antenatal testing including non-stress test and biophysical profiles and amniotic fluid volume checks have been normal. (4) she has a history of depression, but is currently on no medications. (6) she has advanced maternal age and was evaluated for this with a level ii ultrasound by uams maternal fetal medicine. Impression: 1. Intrauterine pregnancy at 39 weeks with history of abnormal quad screen 2. Advanced maternal age 3. History of early alcohol use in pregnancy 4. Positive group b strep 5. History of two prior cesarean sections 6. Undesired fertility 13jun2012, hysterosalpingogram scout x-ray demonstrates two linear radio-opaque densities in bilateral pelvis consistent with a history of essure placement. There is no contrast seen in bilateral fallopian tubes compatible with occlusion of bilateral fallopian tubes most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received, event outcome for event skin rash, fatigue, migraine updated from not recovered/not resolved to recovered/ resolved, historical drug added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("one of the essure micro-inserts had become dislodged") and pregnancy with contraceptive device ("she was ten weeks pregnant") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, pregnancy with contraceptive device (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe abdominal cramping / lower abdominal pain"), back pain ("lower back pain"), arthralgia ("hip pain"), uterine pain ("uterine pain"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation/abnormal menstruation"), depression ("worsening of her depression"), anxiety ("anxiety"), rash ("rashes"), skin mass ("skin bump"), alopecia ("hair loss") and fatigue ("chroinic faigue"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (bilateral salpingectomy, during which both of her fallopian tubes were removed) and surgery (cesarean section). Essure was removed. At the time of the report, the device dislocation, pregnancy with contraceptive device, dysmenorrhoea, abdominal pain lower, back pain, arthralgia, uterine pain, menorrhagia, depression, anxiety, rash, skin mass, alopecia and fatigue had not resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2015. The reporter considered abdominal pain lower, alopecia, anxiety, arthralgia, back pain, depression, device dislocation, dysmenorrhoea, fatigue, menorrhagia, pregnancy with contraceptive device, rash, skin mass and uterine pain to be related to essure. The reporter commented: despite her removal surgery, plaintiff continues to experience the symptoms outlined above. As such, she continues treatment with physician and will likely require a hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: full occlusion of fallopian tube pregnancy test - on (B)(6) 2014: positive. Ultrasound pelvis - on (B)(6) 2014: was ten weeks pregnant. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.